Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor relay. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed motor error. Customer was unable to give more than two units. Customer has to take out the reservoir rewind and has been reoccurring since the day prior. Event occurred about four months ago as well. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.